Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited over-sensing resulting in pacing inhibition. No intervention was performed. There were no patient consequences.